Manufacturer narrative:
Manufacturer ref# (B)(4). Updated sections on this medwatch: b4, b5, d4. Primary UDI number, g3, g6, h2, h4, h6 and h11. Section b5: additional event information received on 08-aug-2025 indicated the event did not result in any undue procedural delay that could be considered clinically significant. The patient had a ¿normal anatomy¿. Complaint conclusion: a healthcare professional reported that this was a carotid artery stenting of the common carotid artery. The devices were used according to the instructions for use (IFU). After approaching the common carotid artery, attempted to inflate the emboguard 87, 95 cm balloon guide catheter, but it was observed to be damaged. The emboguard was replaced with an optimo balloon guide catheter, and the procedure was successfully completed. There was no negative impact on the patient. A continuous flush was done. Additional event information received on 16-jul-2025 further clarified that the damage consisted of the balloon being torn/punctured. The event did not result in patient harm. Additional event information received on 08-aug-2025 indicated the event did not result in any undue procedural delay that could be considered clinically significant. The patient had a ¿normal anatomy¿. Since no device has been received for analysis, no product investigation can be performed, and the reported failure could not be evaluated. A device history review (DHR) associated with this lot 9506416 presented no issues during the manufacturing or inspection process that can be related to the reported complaint. With the information available and without the product available for analysis, the reported customer complaint could not be confirmed. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. The exact cause of the event could not be determined; however, there are circumstances of the procedure that may have contributed to the reported failure. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Event description:
A healthcare professional reported that this was a carotid artery stenting of the common carotid artery. The devices were used according to the instructions for use (IFU). After approaching the common carotid artery, attempted to inflate the emboguard 87, 95 cm balloon guide catheter, but it was observed to be damaged. The emboguard was replaced with an optimo balloon guide catheter, and the procedure was successfully completed. There was no negative impact on the patient. A continuous flush was done. Additional event information received on 16-jul-2025 further clarified that the damage consisted of the balloon being torn/punctured. The event did not result in patient harm.

Manufacturer narrative:
Manufacturer ref# (B)(4) information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section d4: UDI: the manufacturing date is currently not available. Therefore, the full UDI is currently not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.